Event description:
Alleged the bed will not rise but if he manually cranks the bed up, it will lower but does not go into trendelenburg.

Manufacturer narrative:
The account found the reverse trend engage switch was not adjusted correctly. The account adjusted the switch to repair the bed.